Event description:
Information received indicates the casters continue to swivel after the brake is set.

Manufacturer narrative:
The technician found the ratchet assembly was worn on the casters. The technician replaced the casters to repair the stretcher.